Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with broken cable was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a/c cord - physical damage. The ac cord was replaced to correct this condition.